Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3636 knotless fibertak inserter broke off inside the patient. All the broken fragments were retrieved, and the case was completed using another ar-3636 knotless fibertak. This was discovered during a hip arthroscopy labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.